Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the green instrument tracker was worn. It was reported that the instrument could verify and was still functional. There was no patient present when this issue was identified. It was noted that the issue was discovered during instrument verification prior to a procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The green instrument tracker was not aligning with the probe for navigation. The site currently had possession of the instrument and it was unknown if it would be returned.